Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient was having difficulty charging the ins for the past week and the controller kept saying difficulty charging, try again. The previous night the patient reported having severe nerve pain and tried to use the controller to check if the stimulation was still on but the controller would not power up. They stated they tried plugging it into the power source but this did not work. They also tried aa batteries and that did not resolve the issue as well. They took out the battery pack and reinserted it 3 times before leaving it alone and finally it started charging again. They reported it was working as intended now but they were concerned about his because they were on high dose settings and needed to charge every day. On the call the controller was at 70% charged and the ins was at 80%. A replacement controller was sent. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the pain was that the charger was not detecting the ins and so it was unable to recharge the battery. They were sent a new controller and this helped after they were reprogrammed by their doctor. Their pain was resolved. The patient provided their weight at the time of the event. No patient complications were reported as a result of this event.